Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA (master case. (B)(4). Case no. (B)(4). Patient ID: (B)(6). It was reported that approximately 119 months after a right knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, severe pain, swelling, and instability, tissue damage, osteolysis, permanent bone loss, and other injuries. No further issues or complications were reported. No additional information is available. (B)(6) 02-012-48-3011 logic cr tib insert slope+, sz 3, 11mm. Serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. UDI: (B)(4). 510k: k111400. Concomitant products: (B)(6) - 02-010-03-0330 - logic cr femoral cem, right, sz 3, (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6) - 200-03-32 - one peg patella 32mm, (B)(6) - 201-78-25 - small headed sharp pin, 1 1/8" 4 pack, (B)(6) - 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Original description summary: legal case - USA, patient ID: (B)(6). This patient is verified for right knee on dr. (B)(6) list. He had right knee revision on (B)(6) 2023 with dr. (B)(6). Possible match found on the knee list for dr. (B)(6). Patient ID: (B)(6), surgery/invoice date: on (B)(6) 2013, date of insert manufacture: 2011-08-02, shelf life at time of implementation: 1 - 2, item number and full corporate description: 02-012-48-3011 - logic cr tib insert slope+, sz 3, 11mm, serial number: (B)(6), insert thickness: 11. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. No further information. (B)(6), 02-012-48-3011 logic cr tib insert slope+, sz 3, 11mm. Serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. UDI: (B)(4), 510k: k111400. Concomitant products: (B)(6) - 02-010-03-0330 - logic cr femoral cem, right, sz 3, (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6) - 200-03-32 - one peg patella 32mm, (B)(6) - 201-78-25 - small headed sharp pin, 1 1/8" 4 pack, (B)(6) - 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 119 months after a right knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, severe pain, swelling, and instability, tissue damage, osteolysis, permanent bone loss, and other injuries. No further issues or complications were reported. No additional information is available.